Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient was driving his car and experienced hypoglycemia. Before the patient got into the car he checked the and the cgm reading was 5.3 mmol/l and stable. After a while in the car, the patient lost consciousness and hit the car in of him front. An ambulance was called, and the patient was taken to the hospital. In the ambulance, they took a blood glucose reading which was 2.0 mmol/l and the cgm reading was 3.8 mmol/l. The patient was treated with glucose and regained consciousness. He had to stay a few hours in the hospital, recovered and was discharged the same day. The patient was not treated with any other medications, and no one was injured during the car crash. The patient reported that he normally feels if his bg is going down, but he had been a little sick to his stomach the day before the event so he did not feel like he was experiencing hypoglycemia. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.